Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the device failed microbiological testing 4 times. The device tested positive for the following microbes. [(B)(6) 2020] cellulosimicrobium cellulans (10-100 cfu) [(B)(6) 2020] cellulosimicrobium cellulans (10-100 cfu) other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus australia & new zealand (oaz) for evaluation. Oaz inspected the device and confirmed the following: the angulation was insufficient due to elongation of the angulation wire. The adhesive on the bending section rubber was peeling off. The light guide tube was wrinkled. The resin of the universal cord was floating. There were dents and scratches on the distal end cap. The endoscope connector and control section were damaged and deformed. The insulation of the insertion tube was low due to adhesive peeling. Omsc asked the user facility for information about reprocessing method, but did not receive a response. In addition, the user facility did not provide information as to whether a microbiological test was performed after the device was repaired. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.